Event description:
Implant moving up to rptr's neck by "tightening" her arm. Rptr also reports having an autoimmune disorder, rashes, arthritis, colitis, mixed connective tissue disorder, raynaud's phenomenon, sjogren's syndrome and an s4 gallop heart beat.